Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a speedband superview super 7 device was used during an endoscopic hemostasis implantation in the esophagus performed on (B)(6) 2013. According to the complainant, during the procedure, the doctor rotated the handle and attempted to release the ligation band but it could not be released. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation, it was noticed that the tripwire was not cinched into the handle slot. The handle slot showed no deformation to indicate the trip wire was previously cinched into the handle slot. The trip wire was wound around the handle spool. The handle rotated freely when turned. It was also noticed that all 7 bands remained on the ligator head. The teeth were undamaged. Two bands were partially deployed and no damage or defects observed with the tubing. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, ¿user / use error¿ is selected as the most probable root cause classification. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
It was reported to boston scientific corporation on october 14,2013 that a speedband superview super 7 device was used during an endoscopic hemostasis implantation in the esophagus performed on (B)(6) 2013. According to the complainant, during the procedure, the doctor rotated the handle and attempted to release the ligation band but it could not be released. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Although the patient¿s exact age is unknown the patient has been reported to be over 18 years of age. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.